Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device within lumen') and pelvic pain ('pelvic pain /abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ pain lower back"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic pain /abdominal"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/problems"), was found to have weight increased ("weight gain") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("she did a upt and was positive"). The patient was treated with surgery (assisted total laparoscopic vaginal hysterectomy, bilateral salpingectomy, tension-free vaginal tapi and salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage, vaginal infection and pregnancy with contraceptive device outcome was unknown and the fatigue, gastrointestinal disorder, weight increased, weight decreased, nervous system disorder, abdominal distension and memory impairment had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, memory impairment, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, metallic occlusion devices are noted within the fallopian tubes. There is no evidence of extravasation from the fallopian tubes. Pregnancy test urine - on (B)(6) 2012: positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc, update of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device within lumen') and pelvic pain ('pelvic pain /abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ pain lower back"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic pain /abdominal"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/problems"), was found to have weight increased ("weight gain") and weight decreased ("weight loss") and was found to have a pregnancy with contraceptive device ("she did a upt and was positive"). The patient was treated with surgery (assisted total laparoscopic vaginal hysterectomy, bilateral salpingectomy, tension-free vaginal tapi and sapling (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage, vaginal infection and pregnancy with contraceptive device outcome was unknown and the fatigue, gastrointestinal disorder, weight increased, weight decreased, nervous system disorder, abdominal distension and memory impairment had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, heavy menstrual bleeding, memory impairment, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, metallic occlusion devices are noted within the fallopian tubes. There is no evidence of extravasation from the fallopian tubes. Pregnancy test urine - on (B)(6) 2012: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received: reporters added, case became medically confirmed. New events embedded device and pregnancy were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("pelvic pain /abdominal"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuro condit/problems"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and vaginal discharge outcome was unknown and the fatigue, gastrointestinal disorder, weight increased, weight decreased, nervous system disorder, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, nervous system disorder, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) : results not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: follow-up 2 and 3 were processed together. Pfs received : new events added : "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, chronic, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, neurological condit/problem, vaginal discharge, weight gain, weight loss, bloating, forgetfulness ". Outcome of events, "fatigue, gi conditions, neurological condit/problem, vaginal discharge, weight gain, weight loss, bloating, forgetfulness" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure insertion date was updated and removal date was added. Lab data was added. On 17-sep-2019: follow-up 2 and 3 were processed together. No new clinical information was received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ pain lower back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic pain /abdominal"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condit/problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection outcome was unknown and the fatigue, gastrointestinal disorder, weight increased, weight decreased, nervous system disorder, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, nervous system disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received : events added- vaginal haemorrhage, vaginal infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.